Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 3 of 3 involved in this peritonitis event.

Event description:
This is a spontaneous report by a consumer with supplemental information by a nurse in (B)(6) of patient made mistake / touch contamination /compromised immune system, and peritonitis in a patient coincident with dianeal pd4 ambuflex therapy. On an unreported date, the patient began treatment with dianeal pd4 ambuflex (lot number, dose, and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer services, the consumer and nurse reported the following. On an unreported date in (B)(6) 2011, the patient made mistake / touch contamination before stating pd therapy. On (B)(6) 2011, the patient experienced peritonitis and was not hospitalized. Treatments were not reported. The patient was recovering from the event of peritonitis. The outcome for the events was unknown. It was reported that the patient was taking enbrel for arthritis and it contributed to the infection. On an unreported date, enbrel was withdrawn. Dianeal therapy was ongoing. Concomitant medications were not reported. The nurse reported the event of peritonitis was not related to dianeal therapy, and was related to patient made mistake / touch contamination and compromised immune system. The compromised immune system was related to enbrel. Opinion of causality was not reported for the events of patient made mistake / touch contamination.

Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot numbers gd882647 and gd882241 with no defects noted. The cause of the peritonitis was determined to be use error- poor aseptic technique. The label review found the labeling adequate for the use error in this complaint. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.